Manufacturer narrative:
The bite block subject of the reported event was returned for evaluation. During evaluation, brown spots were confirmed to be on the plastic package and the device. The spots could not be wiped off or removed. The source of the spots could not be determined. The bite block was not utilized in a patient procedure. This is an isolated event. Steris will continue to monitor post-market data to ensure the device continues to perform as intended. No additional issues have been reported.

Event description:
The user facility reported via medwatch (B)(4) that there were brown dots observed on the plastic package of their bite block. The bite block was not utilized in a patient procedure. No report of injury.

Manufacturer narrative:
Steris requested the bite block subject of the reported event be returned for evaluation. The bite block instructions for use states, "inspect bite block and should there be evidence of any defects or damage do not use this product and contact your local product specialist." The device history record was reviewed for the subject lot and no abnormalities were noted. A complaint review was performed and confirmed the event to be isolated for the subject lot. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting an MDR solely due to the receipt of the user facility medwatch report which is in accordance with our policies and procedures. A follow-up report will be submitted when additional information becomes available.